Event description:
It was reported that the pump shut off unexpectedly. Customer's blood glucose level was 550 mg/dl. Customer administered a correction injection to address bg level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.